Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer fell and landed on the pump which caused the pump touchscreen to become cracked. Additionally, a malfunction alarm occurred. The customer's blood glucose (bg) level was in the 400 mg/dl range. Reportedly, the customer reverted to manual injections for alternate insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction was verified; however, the alleged touchscreen issue could not be verified.